Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the base of the mapping catheter was kinked. Additionally, resistance was observed when pulling the catheter back through the balloon catheter. The mapping catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.